Event description:
It was reported that during an ion lung biopsy procedure, the patient developed a pneumothorax, necessitating chest tube placement and brief hospitalization. The target nodule measured 2.4 centimeters (cm) and was located in the right upper lobe, approximately 1 cm from the pleura. A moderate-sized pneumothorax was identified during the procedure using fluoroscopy and cone-beam computed tomography (CT) scan. Due to the pneumothorax, endobronchial ultrasound for staging could not be performed, leading to the abortion of the procedure. A chest tube was placed immediately, and the patient was admitted for observation before being discharged the following day. The physician believed the pneumothorax was not related to the ion system, suggesting it could have occurred with another biopsy modality. No device malfunction was associated with the event.

Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. System logs were not available for review.